Event description:
On (B)(6) 2010, patient reported that about 1 month ago, he spilled an entire filled insulin cartridge of 315 units inside the cartridge compartment. He stated, he poured out the insulin and cleaned the compartment and has continued using the infusion device. Patient reported tonight, he could not get the infusion device to go to prime the infusion set. He stated, he inserted a new insulin cartridge that only had 240 units, not 315, and could not remember how to adjust the piston rod. Advised patient on correct battery type for infusion device. Educated patient on the proper way to insert and remove a cartridge so that no insulin spills inside the infusion device. Assisted patient through the change the cartridge procedure, removed the cartridge, returned and adjusted the piston rod to 240, and then reinsert the cartridge and prime the infusion set. Patient reported, he was able to attach to his infusion site and bolused to fill the cannula. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.